Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a rash under the lifevest. The irritation was described as itchy with sores, it was also reported that the patient's "skin actually pulled off" and there was liquid coming out of the skin. The patient had removed the lifevest and put a bandage over the sores. Follow-up attempts were unsuccessful and the patient's medical outcome is unknown.